Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed and was due to a depleted battery. A longevity calculation was performed and was found to be below the expected limits. The device was tested manually on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected. The cause of the premature battery depletion was not determined.

Event description:
It was reported that when attempting to interrogate the device via merlin.net it was unable to read the ICD. Patient was brought into the clinic and was unable to be interrogated. Multiple programmers were tried with no success. Device was explanted and replaced.